Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the staff have got burnt by the light lead when removing from the light source. No death or (unanticipated) serious deterioration in state of health reported. Since the staff got burnt by the light lead, the case is deemed reportable.